Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the thoracic probe was broken due to patient having a sclerotic bone. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.